Manufacturer narrative:
Evaluation summary: the condition reported has been confirmed based on the returned sample. The safety mechanism on the sample was confirmed to exhibit free rotation. By design, the user should be able to rotate the safety mechanism to allow them to orient the needle bevel as needed; however, some resistance should be present to prevent free rotation. This free movement did not; however, prevent proper operation of the safety device.

Event description:
Customer stated that they have been having problems with the white shield of the safety device on bd item#305945 spinning around, and getting in the way when performing a tb injection.